Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a four second pacing pause. The boston scientific field representative reviewed the device information with the physician and saw pacing spikes but no capture. There was no noise produced with isometrics and no pacing inhibition. The thresholds increased with change of patient position resulting in loss of capture. The physician elected to replace the device and the lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.